Event description:
A company representative reported that two tritanium inserters could not adequately engage with the cage intra-operatively. The procedure was completed successfully using a replacement with no surgical delay and no adverse consequence to the patient. This report captures the second of two tritanium inserters.

Manufacturer narrative:
Additional data: h3 h6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.